Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since received lot number (02k1201035) is not a valid lot number for product code 41069. No corrective action can be established at this time since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the mask was not attached to the bag.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the reservoir bag was unattached from the mask. Also stress marks were observed on the reservoir bag which indicates a correct assembly. Based on the visual examination, the reported complaint was confirmed. Although the complaint has been confirmed, there is no sufficient evidence to assure this issue was originated during the manufacturing process. The reservoir bag was found with stress marks which indicate it was assembled correctly; the root cause for the condition reported could not be identified. A nc history review was conducted on the catalog number in question from (B)(6) 2015 to (B)(6) 2016, and no issues were found that can lead this customer complaint. However a notification of this customer complaint was given to the personnel involved in the manufacturing process of the product in question to make them aware of this issue. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not identified.

Event description:
The customer alleges that the mask was not attached to the bag.